Manufacturer narrative:
Product complaint #(B)(4). Based on further analysis it was determined depuy synthes is not the legal manufacturer of the product. The complaint has been forwarded to the supplier for further analysis. Please disregard this mrn as it was submitted in error.

Event description:
It was reported that after the case it was noticed that the reamer handle was broken. All parts were contained. There was no extension of surgery time. The event did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.